Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by an MRI tech that the patient received a pulse, twinge, similar to device being turned on; this occurred while in the MRI scanner for approximately 2 minutes. The scan was stopped and patient confirmed the sensation occurred in stimulator location area with no residual sensations post event. They did not attempt to rescan the patient. Patient notified MRI tech that stimulation was turned off in (B)(6) 2018 due to "wasn't working right¿, and the hcp managing the device turned it off. The reason for the MRI scan was not given. No further complications were reported or are anticipated.